Event description:
It was reported to vyaire medical that the lap top ventilator 1200 alarmed 'lo min vol' (low minute volume) alarm as soon as the unit began running (after patient select). As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). Vyaire service technician was unable to verify the reported problem. Bench testing was performed with known good ac adapter, patient circuit, and test lung. Unit was checked for proper operation. Bench testing does not reveal any abnormalities during ventilation. Unit passed 158 hours extended tests at customer settings without any unusual alarms or error conditions, passed power on/power off test with no issue and passed general checkout test (pn 33132-001 rev. B) during troubleshooting which includes, several alarm and ventilation function test. Ventilator was opened and inspected no anomalies were noted. Process ventilator thru service for a complete calibration checkout to meet all factory specification and standard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.